Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. (B)(4) ltd. As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under registration #(B)(4). (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. Reference importer # (B)(4).

Event description:
Arjohuntleigh received a complaint where it was reported that during the resident's transfer from the bed to the commode chair, the tempo passive floor lift began to tip while pulling the lift away from the bed and attempting to maneuver the lift face the commode chair. The hoist was stabilized by one of the caregivers present before it fell. A caregiver was hurt during the tipping, but was able to stand the lift upright. The resident was not injured. The caregiver sustained bruises to the head and shoulder.